Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the right coronary artery (rca). A 3.0x12mm xience skypoint drug eluting stent (des) was advanced however it failed to cross the anatomy to reach the target lesion. The des was removed with resistance from the anatomy and a non-abbott stent was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.